Event description:
On (B)(6) 2010, this pt underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. Thrombus was present in the proximal neck at aorta and the entire wall of the common iliac arteries. On (B)(6) 2010, this pt reported a feeling of abdominal distension and pain. Computed tomography was performed, but the pt suffered respiratory arrest during the procedure. An emergency surgery was performed for an intestinal resection. However, the pt had cardiac arrest and expired during laparotomy. An autopsy was performed. The cause of death was extensive peripheral vascular embolization which occurred during the initial procedure and bowel necrosis. The physician believes that bowel necrosis may have been caused by injecting the contrast agent in a retrograde fashion.

Manufacturer narrative:
Methods: a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional device used: (B)(4). According to the instructions for use, key anatomic elements that may affect successful exclusion of the aneurysm include significant thrombus and / or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. The u.s. Clinical studies quantify significant thrombus as thrombus greater than or equal to 2 mm in thickness and / or greater than or equal to 25% of the vessel circumference in the intended seal zone of the aortic neck.